Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off without alert. The customer blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed and there was no low battery alert. Customer does not use rechargeable batteries and she was not using previously used batteries. There are no unattended alarms, customer does not upload more than once every 2 weeks and she does not use backlight feature frequently. The device will not be returned for analysis.